Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell eight of eight of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. The location of the leak could not be determined; however, fluid was discovered on the heater plate. The care giver stated that the connections from the bags to the cassette were properly connected. Renal therapy services (rts) advised the care giver to contact their nurse for further instructions. Proper procedures per the user manual were reviewed with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.